Manufacturer narrative:
Analysis synthesis: the review of the quality documentation confirmed that the lead was manufactured and released in compliance with applicable standards and specifications. Review of the patient files provided showed from the date of implantation through the follow-up on 31 july 2025, the bipolar impedance values remained stable, between 650 ohms and 800 ohms. Bipolar sensing amplitudes were consistently measured between 11 mv and 15 mv. Since implantation, the ventricular capture threshold has been continuously recorded below 0.75 v, indicating stable electrical performance of the lead. On (B)(6) 2025, a ¿v burst¿ episode was recorded, revealing for the first time the presence of irregular, non-physiological artifacts with large amplitude on the ventricular channel. These artifacts resulted in oversensing episodes and a subsequent absence of ventricular pacing. Despite these findings, ventricular impedance remained within acceptable limits, measured between 700 and 750 o in bipolar mode. Ventricular sensing and pacing thresholds also remained stable and within specification. Given that during the in-clinic follow-up, real-time egm performed during arm and pectoral movements replicated the oversensing episodes with artifacts, these observations may suggest an issue with the integrity of the lead. The origin could be related either to the outer insulation layer of the lead or to an internal short circuit between the inner and outer electrical coils. This behavior may potentially compromise the sensing and pacing functions of the ventricular lead.

Event description:
Reportedly, during an in-clinic follow up, the physician performed an egm monitoring during a movement of the pectoral / arm region. During these movements noise signals were seen in the rv channel and rv pacing was inhibited. Consecutively, the physician decreased the rv sensing to 8 mv. The decision for the patient is under discussion with other physicians.

Event description:
Reportedly, during an in-clinic follow up, the physician performed an egm monitoring during a movement of the pectoral / arm region. During these movements noise signals were seen in the rv channel and rv pacing was inhibited. Consecutively, the physician decreased the rv sensing to 8 mv. The decision for the patient is under discussion with others physicians.